Event description:
Ous MDR - after an implantation period of approximately 86 months, shock impedance values > 150 ohms and oversensing were reported. This lead was capped and replaced on (B)(6) 2017. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable shock impedance around 70 ohms between (B)(6) 2017 and (B)(6) 2017 with a subsequent sharp increase to >150 ohms and further out of range progression until the end of (B)(6) 2017. The provided iegms demonstrated noise artefacts on the ra as well as on the ff channel, as mentioned in the complaint text. The provided x-ray images were inspected but did not reveal a clear lead damage. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.